Manufacturer narrative:
(B)(4). The sample was returned for evaluation. Visual inspection revealed that the tubing had separated from the y site. The reported condition was verified. The cause of the condition was determined to be human factors issue during the assembly process. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The actual sample was not returned for evaluation. However, three photographs were received for evaluation. Visual inspection of two of the photos showed that the tubing had pulled out of the top y-site outlet port. The condition was verified. The cause could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink continu-flo solution set pulled out of the port. There was no patient involvement as this occurred during setup. No additional information is available.